Event description:
Per the 10aug2018 CT (computed tomography) abdomen report: "vessels: suboptimally evaluated in the absence of intravenous contrast. An ivc filter is seen, with the tip seen just caudal to the renal vein inflow. There are four struts in the caudal aspect of the filter, all of which project outside the lumen of the ivc. Mild atherosclerotic plaque noted in the abdominal aorta and common iliac arteries".

Manufacturer narrative:
This event has been reported by the manufacturer under MDR#3002808486-2019-01321.

Event description:
It is alleged that the patient received a cook gunther tulip filter on (B)(6) 2012. The patient alleges to have been injured without further explanation.